Event description:
The account reported the left side rail would not latch. The stretcher was located in the 2 west at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the ratchet rivets that secure the end tube to the top of the left side rail were missing, preventing the rail from latching. The most likely cause of the missing ratchet rivets is that the side rail was ran into an object for example a door jam or wall while transporting. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the side rails are not be bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replaced as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2007 through 2013. It is unk if the facility performed any other preventive maintenance on this bed. The ratchet rivets were replaced on the left side rail by the technician to resolve the issue. Based on this info, no further action is required.